Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: tazuna 2.0x15. Guide cath: axess 6f fl3.5. Resistance between devices can occur to numerous factors including, but are not limited to, interaction with other devices, lesion morphology, patient anatomy/disease state, the condition of the catheter being used, and/or condition of the wire coating. Additionally, in certain circumstances, such as during high pressure balloon inflations, manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, the clearance between devices can be reduced to an undesirable level and could lead to resistance. In this case, the lesion was described with 99% stenosis which could have contributed to the reported difficulty. The guide wire and the balloon catheter were not returned which may have aided in the evaluation. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. The lot history record was reviewed and there are no non-conforming material records associated with this lot. Additionally, a query of the complaint-handling database was performed and there were no other incidents reported for this lot. Overall, the reported resistance appears to be related to operational context of the procedure and there is no indication of a product quality deficiency.

Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the distal circumflex with mild tortuosity and mild calcification. The bmw guide wire was advanced to the lesion, and pre-dilatation was performed with a non-abbott balloon. During removal of the balloon catheter, resistance was met with the guide wire; therefore, both devices were removed and a new non-abbott guide wire and balloon catheter were used successfully. There were no adverse patient effects. No additional information was provided.